Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device would not power up. The second paramedic crew to arrive on the scene tried another set of batteries and the device failed to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.